Event description:
It was reported that the system was explanted due to infection. The infection was discovered through transesophageal echocardiography (tee). It was stated that the patient was treated with antibiotics following the procedure and a new system will be implanted. There is no known allegation from a health professional that suggests the infection was related to the device. The patient was stable throughout the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.